Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, diminished battery life, random no delivery alarms, backlight had dimmed, battery cap area had cracked area where it goes in, upper right hand of the screen was cracked and indentations in the reservoir area. Customer's blood glucose value was unknown. Customer declined helpline portal. The device will not be returned for analysis.